Event description:
It was reported that the patient had a surgical procedure to add saline to an artificial urinary sphincter (aus) balloon due to the strength of the cuff being weak. The patient's urine was leaking when carrying heavy goods or coughing. A patient outcome of stable was reported post surgery.